Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue 4nc pyxis adm will not boot was confirmed during field service engineer (fse) testing and subsequently confirmed during the dchu visual inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse replaced damaged bus cable and verified operation secured. During dchu visual inspection: pn 120547-01: the cable exhibited thermal damage and exposed copper wire strands. During dchu testing: pn 120547-01: no further testing was required as the visual inspection confirmed thermal damage and exposed copper conductors, rendering the component unsuitable for functional evaluation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint that pyxis adm will not boot / rss is offline was due to a thermally damaged assy cbl pyxibus 6 drawer (p/n 120547-01). The cable exhibited thermal damage and compromised insulation with exposed bare wire, which resulted in loss of proper system communication.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to boot up, which located on nb4nc. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 6 drawer and cable. There were no adverse events or injuries reported based on this event.